Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-7, no defect found on returned test strips. Root cause: rc-001: miscellaneous user induced contamination on the strip connector. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint that he was unable to obtain a blood glucose test result using the truemetrix air meter; customer did not specify the exact issue. The customer feels well and did not report any symptoms. Customer stated he had gone to the doctor's since he had not been able to obtain a blood glucose test result. Customer stated he was not experiencing symptoms at the time. Customer stated the doctor was unable to obtain a blood glucose test result using the truemetrix air meter. Customer declined to provide any further information regarding the doctor's visit. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/21/2022 and test strips were opened one month ago. The customer was not using the proper testing technique. The customer declined to perform a blood test during the call.